Event description:
Home patient experienced pain in abdomen and shoulder throughout therapy on homechoice device. Patient's husband realized extension line had not been primed correctly. Rn had noted that patient had forgotten to release patient line clamp and air was infused into peritoneum. Rn has reinstructed the patient on the proper priming technique and no further issues have been noted.